Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error along with the insulin pump error alarm. Customer reported that they received alarm for the alarm is generated when a power failure is detected. Customer noticed that the insulin pump displays was crack on the battery compartment. Customer stated that they tried to reset the insulin pump by own and the insulin pump screen turned off. Customer reported they were able to clear the alarm. Customer stated that it was unknown if they were able to rewind the insulin pump or not. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 24, blank display and cosmetic damage located a crack on the battery compartment found on 26-jan-2022. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, motor vcc voltage is less than 2.90v for three consecutive one-minute checks. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Pump error 24 on 01/26/2022 at 05:22:07.000 was found in the pump download history. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case, battery tube threads - cracked and cracked case-corner of belt clip rails. In summary, customers alleged blank display was not confirmed during testing, however pump error 24 and cosmetic damage on battery tube threads - cracked was confirmed. Isolated to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.